Event description:
We received a report that during the implantation of an z9002 20.5 diopter intraocular lens (iol), the patient's capsule ruptured and the iol was subsequently implanted in the patient's sulcus. Post-operatively, it was noted that the patient had an unexpected post-op refraction of between -3.50 and -4.0 diopters; the surgeon was aiming for -2.00. Visus (after implantation) was -3.25 -1.25 x 170: 0.9 visus pre-operatively was -1.50 -0.75 x 175: 0.6. The patient had existing astigmatism that was unchanged by the implantation of the device. At this time the iol remains implanted.

Manufacturer narrative:
Patient information was not provided. Explant date: lens remains implanted. Initial reporter telephone: (B)(6). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
A review of the manufacturing records was conducted. The review of the documentation and testing presented in the manufacturing record were found within product specifications. No discrepancy related to quantity was found. No deviation or non-conformance (ncr) was generated during manufacturing of this production order. Lenses are measured 100% for diopter power, resolution, and astigmatism. The inspection data for the diopter power process was reviewed and was found within specification. There were no discrepancies or defects found during the manufacturing record review that were related to the complaint type reported. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.